Event description:
No harm to patient. Two separate lot numbers of liners were found to be contaminated prior to opening the packaging. Lot# ac26005441 and lot# ac26005092. Both lot numbers have been pulled off the shelves.